Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. The patient reported intermittent stimulation. The patient saw the normal screen and stimulation appeared on but the patient didn¿t feel the stimulation and her headaches had returned. This began a week and a half before the report. At first the patient thought she had slept funny and it was reported that stimulation was off for about a week and then came back on again. It was noted that it was quite dramatic when stimulation came back on and there was a big difference. It was also noted that therapy had been working beautifully. It was also noted that the patient was recharging for shorter amounts of time. The patient used to recharge for 2-3 hours but now only recharged for about an hour and the patient questioned the ins longevity. It was noted that the patient had not seen an elective replacement indicator message. It was later reported that a suspected intermittent connection or wire fracture was causing the loss of stimulation. It was not related to any particular position, and it was noted that impedances seemed okay. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported an open circuit was discovered. The patient¿s entire system was replaced. No patient injury was reported and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005: product type extension, product ID 355029, lot# n0045926, implanted: (B)(6) 2005: product type accessory, product ID 377745, lot# v000884, implanted: (B)(6) 2005: product type lead; product ID 377745, lot# v000884, implanted: (B)(6) 2005: product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: accessory. Product ID: 377745, lot# v000884, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID: 3550-39, product type: accessory. Analysis of the implantable neurostimulator found no significant anomaly. Analysis of the lead found the conductors were broken and the anchor site was unknown. It was noted the 2 and 5 conductors were broken 8.3 cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.